Event description:
It was reported that during a percutaneous coronary intervention procedure, a gauge issue occurred. Vascular access was obtained via a left transradial approach. The target lesion was located in the severely calcified proximal left anterior descending artery. This encore 26 inflation device was attached to an unspecified device. The device was inflated ten times and following the tenth inflation, it was reported that the gauge of the encore 26 inflation device was not working "properly." The procedure was completed with another encore 26 balloon catheter inflation device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).